Event description:
It was reported to medtronic neurosurgery that during pre-implantation testing, strata nsc valve was found to be broken. According to the report, there was no patient contact and the patient was discharged from the hospital.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, and pre-implantation testing. It did not meet the requirements for leak testing due to a tear on top of the proximal occluder. It is unknown how or when this damage occurred. The in structions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)